Event description:
Info received indicates the brake casters at the foot end of the bed are not engaging, but the head end caster will.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.